Event description:
Initiated patient infusion. Registered nurse (rn) responded to alarm on alaris pump "air in line". Resolved issue and restarted the pump. Pump alarmed "air in line" for the second time. Rn checked IV tubing and at that time the IV tubing detached from the plastic connection at the chamber portion of the tubing.